Event description:
Complaint description:the anesthetist was in the process of aspirating blood from the vein when the needle detached from the syringe. A new kit was opened, and the central line inserted with no problem, as no further issue reported.

Manufacturer narrative:
(B)(4). The customer provided a photo of a cannula detached from a needle hub and a photo of a lidstock. Visual examination of the photos confirmed the needle cannula was detached from the hub; however, without the actual complaint sample returned, no conclusion can be drawn based on the provided photo. A device history record review was performed and no relevant findings were identified. The customer complaint that the needle hub detached from the cannula was confirmed based on visual examination of customer provided photos. Visual examination of attachment 1900066680-photo1 confirmed the needle cannula was detached from the hub. However, the actual device was not returned for investigation and a device history record review did not reveal any manufacturing relate issues. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The anesthetist was in the process of aspirating blood from the vein when the needle detached from the syringe. A new kit was opened, and the central line inserted with no problem, as no further issue reported.